Manufacturer narrative:
Implant and explant date correction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Devices were implanted on (B)(6) 2016 and explanted on (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Unknown when malunion, pain or when the femoral head collapsed into varus. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4) - hardware removal of a proximal humerus nail construct. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a proximal humerus nail construct was completed on (B)(6) 2016 because proximal portion of the nail was prominent.the femoral head collapsed into varus because the lack of bone on the lateral side. Pain and malunion were reported. The nail was removed successfully. It was reported the patient experienced a severe trauma originally and original surgery was performed on (B)(6) 2016. Explants were sent to pathology per hospital policy and will not be returning for investigation. Patients current status was reported as the humerus remained in varus after the hardware removal. No surgical delay was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Implant date should be (B)(6) 2016 not (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.